Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of causing holes in the transfer set was not confirmed nor duplicated during product evaluation. Visual and functional testing was conducted. No root cause was identified. The device was refurbished per procedure, unrelated to the reported condition; baxter ensured that the unit met the required performance specification and criteria for functionality and release. A service history review was performed revealing the reported condition is not related to any previous customer service request on this device.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an automix 3+3/as compounder which caused holes in the transfer set. This condition occurred during compounding in the pharmacy. This malfunction may occur and be unrecognized by the operator, leading to pathway breach and contamination. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.